Manufacturer narrative:
(B)(4). Physio-control has advised the customer that their device is no longer supported and has recommended they replace their device. The customer's device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported issue.